Event description:
It was reported that this system had a history of smart pass being disabled which most recently resulted in false atrial fibrillation episodes and untreated episodes. A review of the device data identified small amplitude measurements, t-wave oversensing, undersensing and an inappropriate shock. Device manipulation did not elicit any changes in signal amplitude or oversensing. X-ray confirmed the electrode pin is fully inserted into the device header. Additional information was received that this patient presented to the emergency room due to pain and discomfort after receiving additional inappropriate shocks. Device therapy was programmed off. Therapy was subsequently turned back on and the device was programmed to alternate vector. The patient will continued to be followed with remoted monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.